Manufacturer narrative:
(B)(4). Batch # p9337z. Device analysis: the analysis results found that the el5ml device was returned with a clip jammed in the jaws; upon visual inspection, 2 clips were noted to be jammed inside the shaft. A plastic bag with 8 malformed clips and 2 conforming clips. In addition, the tyvek was returned along with the instrument. Due to the condition of the device, no functional testing could be performed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, 2 clips were found jammed inside the shaft leading to the found feeding issues. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The reported complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Clip can't hold tight and easy took off from vessel, only 4 can firing. There were no patient consequences.